Event description:
Voluntary medwatch form received noted that the right ventricular lead displayed a failure to capture, high pacing and defib impedance. Lead integrity issue was suspected. The product will continue to be monitored. There were no patient consequences.